Manufacturer narrative:
Unique identifier: UDI_not_required. There are no additional device identification numbers. The investigation by ge healthcare has been completed and concluded that the incident occurred due to inattentive behavior of the technologist aid who brought a ferrous swivel chair into the scan room. The mr operator manual states that it is vital to have supervised and controlled access within the mr environment to keep it safe from ferromagnetic objects. The technologist aid was magnet safety trained, security zone signs were posted, and the site has a copy of the mr safety manual. The fe was able to safely remove the chair from the magnet. No further actions are planned at this time.

Event description:
It was reported that a tech aid from the site was stocking laundry at the end of the shift using a non-mr compatible chair to transport the laundry into the scan room. The chair became attracted to the magnet and when the tech aid tried to stop the chair, her finger got caught between the chair and the magnet. The tech aid sustained a laceration and the skin on the top of her finger was pulled off. The tech aid will require surgery on her finger.